Event description:
Information received regarding the explanted device notes that the patient presented to the emergency room with syncope and dizziness. The ECG demonstrated no pacemaker activity and the patient's intrinsic rate was between 35-55 bpm. The device could not be interrogated and there was no magnet response.